Event description:
Event 1: IV catheter malfunction -- device/guidewire fell apart. Event 2: place an endurance catheter, lot # 14f22e0008, after successfully placed, when removing the white end cap to place a needless catheter, the white end piece broke in half leaving a portion in the catheter end. Was able to remove safely and place the needless connector. The endurance is working without incidence but white portion should have not broke in half.